Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the support pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of uretero-reno videoscope, lifted support pins of the bending section was found. The most likely cause or probable cause of the reportable malfunction is traced to component failure of the support pins. There was no patient involvement.